Event description:
It was reported that, during a photoselective vaporization of the prostate procedure and after 97267 joules of fiber use, the end cap came unglued and fiber was end firing. The cap was not detached from the fiber. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.